Event description:
The fully covered evolution stent migrated into the pt's stomach which was originally placed onto a stricture of the distal oesophagus. The physician attempted to remove it by pulling on the strings of the distal flanges of the evolution stent. Both strings dislocated from its position during this process which enabled the flanges to collapse and be removed through the tight stricture. The pt had an add'l procedure to remove the migrated stent from her stomach. No adverse effect to the pt was reported due to this occurrence.

Manufacturer narrative:
There were no (B)(4) devices of lot number c518552 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for eval. A document based investigation was carried out with the info provided. Due to a variety of clinical conditions such as pt anatomy and progression of disease state in addition to the device not been returned, the cause of this complaint cannot be confirmed. Prior to distribution, all (B)(4) devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the (B)(4) devices of lot number c518552 revealed no discrepancies that could have caused the complaint issue. A review of the 2-yr complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. No corrective action is warranted at this time as migration is a known potential complication when placing esophageal stents.